Event description:
The hcp reported that the device was explanted 42 months after implant. The pump was explanted due to "pain relief inconsistent - would have periods of complete numbness secondary to bupivicaine and periods of no pain relief." The hcp reported that the pt was experiencing several episodes of numbness starting in the left lower abdomen and in the front of their left leg. Pt also notices inconsistent pain relief and their pain may last for several days. "Flare-ups are accompanied with nausea, vomiting and sweating." The hcp reported that the pt was involved in a motor vehicle accident 11/2003 and pt has noticed that these symptoms have been progressively worse since that time. The pt has undergone several dose adjustments and a medication change to their pump. An x-ray to determine catheter placement was performed - date and findings are unknown. An MRI was also performed 8/2004. The pt was supplemented with oral medication to use as necessary. The pt was explanted and replaced. The hcp reported that since replacement of the pump, the pt was experienced urinary incontinence and a seroma developed at their incision site. These symptoms have resolved and the pt is reported to be doing well at the present time.